Manufacturer narrative:
Device analysis report attached. This report is submitted on may 23, 2023.

Event description:
Per the clinic, it was confirmed by a positive cultures that the patient developed a bacterial infection at the implant site. The patient was placed on a 3 weeks course of oral antibiotics and administered with topical antibiotics 3 times a day (specific date and duration not reported) however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.